Event description:
It was reported that multiple cartridge alarms occurred. Customer's blood glucose was 100 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6), 2022, the following information was reported by the distributor: the cartridge alarms were identified to be cartridge alarm 20. Troubleshooting was performed, and a new cartridge was loaded onto the pump, no issues were experienced. Added: d11